Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned dreamtome pro rx 44 was analyzed, and a visual and microscopic evaluation noted that the cutting wire was blackened, kinked and broken about 3mm from the proximal pierced hole where the insulation ends, the insulation was peeled. Additionally, the tip of the guidewire was kinked. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, kinked and blackened where the insulation ends, the insulation was peeled. The tip of the guidewire was also kinked. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Additionally, it was found that the tip of the guidewire was kinked, this problem could have occurred most likely as part of the device manipulation during the procedure an excess of force was applied to the device during the guidewire insertion through another device or by the interaction with the scope, causing the kinked section on the distal end. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome pro rx 44 sphincterotome was used in the major papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of snapped during the sphincterotomy and "the wire appears to have been separated from the blue insulated section." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a dreamtome pro rx 44 sphincterotome was used in the major papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the cutting wire of snapped during the sphincterotomy and "the wire appears to have been separated from the blue insulated section." It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.